Event description:
Event description cpi received information that this patient with an implantable pulse generator (ipg) and bipolar lead was experiencing oversensing. An invasive procedure was performed to remove the bipolar lead, at this time the physician elected to also remove to ipg due to 'battery showing significant wear'.